Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: additional information requested: can you please clarify the portion of the event description "during firing instrument he heard/noticed a small crack". Was there damage to the device handle? Was there damage to the device firing trigger? Was there a crack or damage in the body of the device? During firing the user detected a cracking noise. There were no visible damages on the device reported.

Event description:
It was reported that during a deep open rectum procedure, the instrument did not open; the knife is located one centimeter before the end. The surgeon could pull out the tissue so he didn't have to cut it out. The surgeon stated that during the firing he heard/noticed a small crack. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5325u. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60d reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.